Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm/135cm/2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured below the rated burst pressure and was then simply removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported and patient's status was good.